Event description:
Boston scientific crm received information that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) displayed pacing impedances greater than 2000 ohms and rising pacing thresholds. The lead also displayed noise. The local field representative (fr) reported that an x-ray was ordered. The fr reported a changeout/lead revision procedure was likely to take place at a later date. No adverse patient effects have been reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.